Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse has replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint: "left hand controls grip is not opening and closing freely". In logs, the resistance was found indicating to the grip lever springs on the gimbal, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the surgeon fixture test platform (sftp) where it failed sine cycle. As a result of these findings, failure analysis was able to conclude that the grip lever springs were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the left master tool manipulator (mtm) finger grips were sticking and not working freely. The user confirmed that it was an ongoing issue. The user continued with the procedure as planned. No known impact or patient consequence was reported. Intuitive followed up and confirmed that the procedure was completed successfully.